Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that required valve in valve intervention after an implant duration of approximately nine (9) years due to valve degeneration. The patient was implanted with a 20mm transcatheter valve within the existing valve. The patient was reported as stable. There were no reported complications.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates the valve was re-operated due to aortic insufficiency, aortic stenosis and a depressed ejection fraction. The patient was stable.